Manufacturer narrative:
E1: initial reporter establishment name - (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported a forceps elevator wire being disconnected involving an olympus duodenovideoscope. The issue occurred during inspection for use. There was no patient involvement.